Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on dec. 10, 2018. Report number: mw5081595. The event description was: "patient was sold hubble contact lenses without a prescription. Her prescription was for a daily disposable lens with a higher dk/t value because of corneal neovascularization. There was no attempt to verify a prescription and since wearing hubble contact lenses, her neovascularization has worsened."